Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2023 and absorbable straps were used. Bleeding occurred when using the device. Coagulation and suture were performed and the patient is well. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Product code and lot# unknown. 2. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Coagulation and suture. 3. What is the most current patient status? The patient is well. 6. Quantity of blood loss? The surgeon has no idea how much. The nurse present during the intervention tells me about 150 ml. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please confirm the coagulation and suture performed during the same procedure? Was any intervention performed post-operatively? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse event problem component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please confirm the coagulation and suture were performed during the same procedure? - yes it was. Was any intervention performed post-operatively? - no. When did the bleeding occur? - at the stapling. What was the source and triggering event of bleeding? - the staple of the securestrap. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? - unk.